Event description:
St. Jude ICD lead recall. No exteriorization of the lead known. Fluoroscopy done in ep lab indicated that "dual coil, bipolar, active fixation high voltage lead present with the tip in the right ventricular outflow tract that appeared to have pulled back slighty." Lead was removed and replaced due to the recall.